Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 445mg/dl. It was stated that the customer was experiencing unexplained high glucose for a few days. Troubleshooting was performed. It was stated that the customer was incoherent, was not feeling well, and has a fever. No further info was provided.